Event description:
It was reported that during use the truwave pressure monitoring set had blood/saline free flowing through transducer. The patient received ns bolus via arterial line. It is unknown if patient harm occurred.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k: k171996, k183413.